Event description:
Have been using complete care moisture contact solution for about 6 months. About 2 months ago, had severe right eye burning and saw ER physician at place of work, thought to be maybe pink eye. Felt as though I had something in my right eye and was getting redder and redder over time. Tried antibx oint and it burned severly. Stayed out of my contacts for about 2 weeks, symptoms went away. Tried contacts again and symptoms came back. Severe right eye burning, very sensitive to light and had a hard time keeping my right eye especially open at times. My eyes teared a lot and more so in the right. Saw eye dr about 5 times in about 1-2 months now. I was told I had white spots and swelling in my eyes, started steroid drops for 2 weeks. The spots I am told is gone and the swelling is better. Still unable to wear my contacts for more than 6-8 hours for it is too sensitive yet in my eyes. I have been told I now need punctal occlusion for the dryness that is always now in my eyes. I have never ever had dry eyes. I do have a temporary occlusion in the right eye and now need one in my left eye. I will need to have permanent ones. I still have the bottle if you would like to sample and test the solution. I have thought in the past that when I open my contact container w/this solution that it smells foul after sitting all night, felt that maybe that was normal and continue to use this. I didn't realize all of the above could be from my contact solution, but I am glad to have heard about this. Thanks for your time. Dose or amount: fill contact solution daily. Dates of use: approx six months between 2006 - 2007. Diagnosis or reason for use: clean contacts daily. Event abated after use stopped: yes. Event reappeared after reintroduction? Yes.